Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product analysis: the partial lead was returned in segments, and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in-vivo.

Event description:
It was reported that the previous right ventricular (rv) lead had a performance issue. The lead was capped and replaced back in 2007 and has now been explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.